Event description:
It was reported that the patient's left ventricular (lv) lead dislodged, which resulted in capture failure. The lv lead was explanted and successfully replaced. The patient was stable.